Manufacturer narrative:
Section d) related product sfw kit 9735736 stealth s8 ent EU-sc (software version 2.1.0) logs and archive were returned for analysis. The date populated in d9 is the date that the software media was received. H3, h6) related product sfw kit 9735736 stealth s8 ent EU-sc (software version 2.1.0) was retuned for analysis. Software analysis was performed and was unable to confirm if there was a software anomaly that contributed to the event. Software investigation found that there was only one session of application logs present. In the session site went till registration and navigation task. In this particular session, ent instrument tracker, nipt, registration probe, straight suction, 70 deg curved suction and 4.3 mm quadcut: tool_3 were found to be used. It was observed that while verifying the "registration probe" and "ent instrument tracker" it was immediately verified, but the user had difficulty in verifying the "straight suction" and "70 deg curved suction" which also eventually were verified. The site received failed multiple times due to distance criteria. The tool verification attempt failed for tool tool_2 due to distance (2.91769) criteria from frame tool_1. It was suspected that user error may have contributed to the problem due to verifying the instruments with a far distance. Analysis also found that the CT scanner did not appear to be a compact conebeam CT scanner in which case the site likely did not follow imaging protocol. The second exam protocol was also not finished. The site cut off the top of the head and not the back. Slicing and thickness were fine but not the area that the image was taken. The site instrument list was checked to see if the site had two types of patient trackers listed and this was confirmed. Based on registration it appeared as though the site used the non-invasive patient tracker. The head frame was green and not the non-invasive patient tracker. Registration looked adequate and it was recommend to trace less symmetrically. There was a green and yellow circle of accuracy. It was unknown if the green circle of accuracy encompassed the area where the site was performing surgery. The yellow circle of accuracy accommodated the complete image available. It was suggested to trace the blue area, avoid applying pressure while tracing use the scans, and to include top of the head to avoid the inaccuracy and registration issues. Applicable codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to verify any of their instruments. There was no reported impact to patient outcome, and a surgical delay of less than one hour. Both imaging and navigation were aborted. The site stated that when they brought in the instrument they were way off. They were able to register the patient but the rest of the instruments were not accurate. The manufacturer representative manipulate the instrument in order to get them to verify.